Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.

Event description:
The event involved a customer facility regarding plum duo infusion system. It was reported that the event involved inappropriate air in line alarm. The pump alarmed for air in line downstream and no air visible in line downstream. Cassette removed from pump and agitated or tapped to remove any invisible bubbles, replaced and drip restarted as fast as possible. Following this interruption in continuous infusion, patient sustained map < 65 for 8 minutes, with lowest map 46. Phenylephrine rapidly titrated up in response to hypotension. Less than 10 minutes later, event repeated with same alarm, same intervention by nurse to address "air in line," and same subsequent hypotension to map high 40s, map < 65 for 5 minutes. The event required rapid increase in vasopressor titration to maintain map in ordered range. The intended procedure was IV infusion. Medications involved: phenylephrine, vasopressin. It occurred at hospital. There was patient involvement and harm.